Event description:
It was reported that the insulin pump alarmed button error. Customer removed the battery and 3 or 4 hours later reinserted it and problem persisted. It was also stated that the buttons did not respond properly. Nothing further reported.

Manufacturer narrative:
(B)(4). Insulin pump had no button error alarm. Device had intermittent button response due to moisture damage on keypad trace. Device received with minor scratched lcd window, cracked display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.